Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized. The patient was treated with cefazolin (intraperitoneally) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.